Event description:
The 035 wires stocked in kit are to have a "j" curve on when use in body, after use in body "j" curve is lost and reverts to straight curve which could potentially cause perforation, plaque rupture, need for surgery, or possibly death. Notified company to withdraw wires from pack. No one particular patient involved.